Event description:
The customer reported receiving a technical error 49. No adverse reactions were reported during the use of the device. Technical error # 49 (backup capacitor charging circuit defective) triggers an alarm and stops the pump. The device and power cord were received. The evaluation confirmed the reported error 49. The review of the device history event logs found error 49 (18 times) and error 51 (1 time). The replacement of the power supply pcb and speaker/flex ic resolved the issues. After repair, the device was found to meet specification.